Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The sigma spectrum infusion system uses predetermined dosing information stored in the facility¿s configured drug library to control the dose, rate, volume, time and other infusion parameters for specific drugs. Programming using this method may reduce the risk of programming errors. The sigma spectrum infusion system's operations manual warns the user to always confirm safe, accurate pump operation by: ensuring pump settings, for example; drug/concentration, dose mode, dose rate and time. The sigma spectrum infusion system is not intended to replace clinician patient observation. As noted in the operations manual. The spectrum pump have a soft limit advisory alert that the dose or the ml/hr rate has been programmed to exceed the facility¿s pre-configured limit in the drug library or the programming exceeded the pump¿s limit. Soft dose rate or ml/hr limits may be exceeded by pressing ok followed by pressing the yes soft key to accept the dose rate displayed in the dialog box. However, hard dose or ml/hr limits alert that the dose or the ml/hr rate has been programmed to exceed the facility¿s pre-configured hard limits in the drug library or that the programming exceeded the pump¿s hard limits. Hard limits cannot be exceeded. The pump will not start or infuse with entered value. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an over infusion occurred with a spectrum pump during heparin therapy. While in the cardiology unit, a patient was started on heparin intravenous (IV) therapy. The initial loading does was ordered as 4750 units over 20 minutes then to run continuously at 12units/kg/hour. The nurse misread the loading dose and programmed the pump to infuse 25,000 units as a bolus, ¿then programed the continuous running infusion afterward¿. ¿a few alerts did come up on the pump¿; however, the nurse ¿bypassed the soft limit alert¿. The loading dose of 25,000 units was above the soft limit of 6000 units; although, the pump still permitted the nurse to program that dose to infuse. The second nurse did do the ¿independent double check¿; however, that nurse only verified the maintenance dose and did not double check the loading dose. The pump was not able to infuse this volume over 15 mins as this would exceed the 999ml/hour limit; however, the pump did accept it over 20 mins. At the end of the infusion, the patient received the entire 250ml bag of heparin in 20 minutes. The sigma spectrum infusion system's operators manual warns the user to always confirm safe, accurate pump operation by: ensuring pump settings, for example; drug/concentration, dose mode, dose rate, and time. The sigma spectrum infusion system is not intended to replace clinician patient observation. As noted in the operations manual, the spectrum pump has a soft limit advisory alert that the dose or the ml/hr rate has been programmed to exceed the facility¿s pre-configured limit in the drug library or the programming exceeded the pump¿s limit. Soft dose rate or ml/hr limits may be exceeded by pressing ok followed by pressing the yes soft key to accept the dose rate displayed in the dialog box. However, hard dose or ml/hr limits alert that the dose or the ml/hr rate has been programmed to exceed the facility¿s pre-configured hard limits in the drug library or that the programming exceeded the pump¿s hard limits. Hard limits cannot be exceeded. The pump will not start or infuse with the entered value. To reverse the error, the patient was ordered two doses of 50mg of IV protamine sulfate over two days. The patient was moved to an observational area during this time. The following day the patient recovered. No further information was available at the time of this report.